Manufacturer narrative:
Manufactures investigation conclusion: the reported event, of a charger with internal sparking, was confirmed when the unit was evaluated by the service depot. Heatsink mounting hardware (metal screw, nut and fiber washer) were found on the charger ps board ¿ inside the charger. A kepnut (hexagonal nut with a captive lock washer) with a burn mark and a damaged surface mounted electrolytic capacitor were found on the charger ps board. Both parts are located adjacent to a heatsink with missing mounting hardware. The kepnut appears to have lodged between active circuits on charger ps board resulting in the sparks (arcing). The charger had been sent to the customer approximately 60 days prior. The charger ps board is assembled by an approved supplier for the part. The root cause for the damage was the heatsink mounting hardware coming off the heatsink. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 left ventricular asist system (lvas) patient handbook , heartmate 3 lvas instructions for use and the heartmate ubc instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a spark coming from the universal battery charger (ubc) was observed then the unit shut down. The unit has returned for evaluation. No additional information provided.